Manufacturer narrative:
Corrected data: h6 (replaces previous a27). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 1 month following the implant of the bioprosthetic transcatheter aortic valve within a non-medtronic surgical aortic valve, a non-structural valve dysfunction was reported. A paravalvular leak was identified. The severity of the pvl was not reported. A ¿severe¿ hemodynamic valve deterioration was also reported. Patient symptoms were not reported. Three days following notification of this event, a non-medtronic transcatheter valve was implanted within the medtronic transcatheter valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Corrected data: d. Suspect medical device manufacturer name and address h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 1 month following the implant of the bioprosthetic transcatheter aortic valve within a non-medtronic surgical aortic valve, a non-structural valve dysfunction was reported. A paravalvular leak was identified. The severity of the pvl was not reported. A ¿severe¿ hemodynamic valve deterioration was also reported. Patient symptoms were not reported. Three days following notification of this event, a non-medtronic transcatheter valve was implanted within the medtronic transcatheter valve. Additional information was received to clearly report predominant aortic regurgitation (ar) with severe hemodynamic deterioration was the primary mode of valve failure. This was characterized by a new occurrence or an increase of >=2 grades of intra-prosthetic ar resulting in >=severe ar.